Event description:
It was reported to philips that the flexvision monitor intermittently lost image after startup on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
System returned to use; follow-up monitoring required. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).